Event description:
It was reported that noise resulting in oversensing, inappropriate shocks, and inappropriate antitachycardia pacing was observed on the right ventricular (rv) lead. Additionally, low pacing impedance was observed on the rv lead. Rv lead insulation damage was suspected to be the cause of the event but was not confirmed. The defibrillation therapy was reprogrammed to off. At the later date, the rv lead was capped and replaced to resolve the event. The patient was in stable condition.